Event description:
Our hospital has two cardinal health innara health ntrainer system 2.0 serial (B)(6). We contacted cardinal health for service on the ntrainer provided them with serial numbers and they had no records on their system of existing. This is an issue if there are any safety recalls or issues with equipment and we are not notified. Reference report: mw5157724.